Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received.  A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Customer reported that while flying in an airplane on multiple occasions, altitude alarms occurred. The customer was unable to clear the alarms nor deliver insulin until the airplane landed. The customer's blood glucose level ranged from not impacted to high. Customer indicated that the current pump would be used to treat bg level.